Event description:
Dialysis facility reported that during treatment, the saline line completely separated from the arterial mainline. The pt care tech was present and immediately stopped the blood pump. Reportedly, there was less than 10cc of blood loss. The pt was asymtomatic, no medical intervention was required. The sample is available for eval.

Manufacturer narrative:
Device history record and extrusion inspection record: no indication of the reported defect found during a review of the device history record. Lot met all release criteria. No other similar complaint has been filed on this lot. Sample analysis report: during visual analysis of the returned sample, the saline tubing was found separated from the "t" connector. Results: no solvent residue was found on either the "t" connector or the saline tubing. Corrective action: a study was performed by both the mfg and prod depts to determine the possible problems for separations at the bond of the "t" connector to the saline line. The results show that the operators were doing an incorrect assembly technique. A visual aide was placed on the line to inform the operator of the wrong techniques that were found during the study. Supervisors were informed about the results of the study and operators that are on the assemble "t" connector to the saline line are going to be retrained, showing them the pictures of the defect and maintaining a copy on the assembly line. Expected date september 29, 2004. We will continue to monitor for trends.